Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the moderately tortuous and non-calcified superficial femoral artery. The physician advanced the 5.0x30/135mm sterling balloon catheter to the lesion and on the second inflation, inflated the balloon to 12atms and the balloon ruptured. There were no patient complications. The procedure was successfully completed with a different device. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. The balloon catheter was returned in a deflated state. Contrast was present in the balloon and distal outer. The balloon was inspected under magnification to locate the balloon defect. A longitudinal tear was confirmed in the balloon wall located at proximal edge of the distal markerband and extending proximally to the distal edge of the proximal markerband. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.